Manufacturer narrative:
Date sent: 06/17/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that after an unk procedure, the tissue pad was torn off when a nurse wiped it with a wet gauze. There were no adverse consequences to the pt reported.